Event description:
It was reported on (B)(6) 2025, that during a 3dimensions procedure, the side buttons were sticking causing uncommanded system motion. A field engineer examined the system and determined that the c-arm switches needed to be replaced. The field engineer completed the replacement of the side panel switches. No patient or user injury was reported.

Manufacturer narrative:
It was reported that the control inserts were sticking, causing uncommanded c-arm movement. A field engineer (fe) examined the equipment and replaced the control inserts to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that uncommanded c-arm motion was reported on (B)(6) 2025 under a separate complaint. An fe replaced the rotary switch to resolve the issue. Uncommanded c-arm movement did not occur after the rotary switch was replaced. The c-arm control inserts were replaced; however, no parts were returned for further investigation. The control inserts were 1731 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to natural wear and tear on the component from high component age of 1731 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the control insert switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified the control inserts was original to the system therefore, the DHR was reviewed. There was no discrepancy related to the control inserts. The control inserts were installed on this gantry with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: june 29th, 2020. System installation date: (B)(6) 2020. Unique device identified (UDI): (B)(4).